Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced discomfort in the device pocket. A revision procedure was performed. The device was repositioned to a more anterior position. No additional adverse patient effects were reported. This product remains implanted and in service.